Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with a different device. There was no patient complications noted as a result of this event. It was further reported that the target lesion was 85% stenosed, mildly tortuous, and moderately calcified. The balloon ruptured upon second inflation at 2 atmospheres for 8 seconds. The device was removed normally.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with a different device. There was no patient complications noted as a result of this event.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with a different device. There was no patient complications noted as a result of this event. It was further reported that the target lesion was 85% stenosed, mildly tortuous, and moderately calcified. The balloon ruptured upon second inflation at 2 atmospheres for 8 seconds. The device was removed normally.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. A visual examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.